Event description:
It was reported that during the implant procedure, after the lead reached target position, it could not pace. Physician fixed it to other positions but it still could not work. The physician replaced it with another lead to complete the operation. No patient complications have been reported as a result of this event.